Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the mean gradient pressure increased to 8mm hg with clip deployment. It was reported that the index procedure was performed on (B)(6) 2018 to treat mixed mitral regurgitation (mr) with grade 3-4. One clip (cds0501, 71205u137) was implanted reducing mr to 1-2 successfully. On unspecified date, the patient presented with increased mr with a grade of 4. The initial clip was confirmed to be stable on the leaflets and there was no leaflet or chordal damage noted. In the physicians opinion, the increased mr was due to progression of disease. On (B)(6) 2020, a second mitraclip procedure was performed. One clip (cds0701-nt, 00106u190) was implanted successfully, reducing mr from 4 to 1+; however, the mean pressure gradient increased to 8 mmhg. The patient was fine post procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, a conclusive cause for mitral stenosis could not be determined. The reported patient effect of mitral stenosis is listed in the mitraclip systeminstruction for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.